Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent an explant procedure. All device components were explanted and were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to device explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial:(B)(6), batch: 15462124/15541848.